Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the load fill tubing sequence was taking more units than usual to complete. An infusion set change was performed to address the issue. There was no reported adverse impact to the customer's blood glucose level.